Event description:
It was reported that the patient's implantable cardioverter defibrillator had inappropriately gone into back-up operation after having magnetic resonance imaging (MRI) performed without programming MRI mode on. Following the scan, the device was restored to nominal settings, however bluetooth telemetry was unable to be reactivated. No further intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the real time clock was not restored properly after the power-on reset recovery, which prevents the ble from working due to a mismatch. No further anomalies were detected.